Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information: d9, h4. The device was returned to olympus for inspection; however, the reported failure of the scope having no light was not confirmed. Based on the investigation results, and as the device malfunction could not be reproduced during evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to d2b: the correct procode psv submitted at initial submission was inadvertently overridden on the supplemental report by pdv, which was not correct. D2b was being corrected back to psv. Correction to g1 contact office email which was corrected to the one submitted at initial submission, olympusmdrcontact@olympus.com. Should additional information become available, a supplemental would be submitted.

Event description:
No additional information available.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during reprocessing, the bronchofibervideoscope had no light. There was no patient involvement.